Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on c-arm power supply was evaluated and readjusted. The system was tested, found to be working as intended and returned to service.

Event description:
The fe reported that the system would intermittently not boot up. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.